Event description:
Date aware: (B)(6) 2019 country of origin: japan device: unknown (5-fr pancreatic stent geenan or zimmon) brief description: repeated wgc off label use event description: early pancreatic stent placement in wire-guided biliary cannulation: a multicenter retrospective study wgc (guidewire insertion to a pancreatic duct under wire-guided cannulation ) a total of 590 patients (183 in the ps-wgc and 407 in the repeated wgc group) were included. In the repeated wgc group, the dgw technique was used in cases of difficult biliary cannulation, and a self-dislodgement 5-fr pancreatic stent (geenen or zimmon, cook japan or pit-stent, gadelius medical, tokyo, japan) was placed at the end of the procedure at the discretion of endoscopists. This file was created to capture the off label use using the repeated wgc method.

Manufacturer narrative:
Device evaluation: n/a lab evaluation: n/a image review: n/a document review including IFU review: prior to distribution all geenen/zimmon pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the geenen/zimmon pancreatic stent devices could not be complete as the lot numbers are unknown. As per instructions for use, ifu0055-4, intended use section: ¿this device is used to drain obstructed pancreatic ducts.¿ notes section: ¿do not use this device for any purpose other than stated intended use.¿ it may be noted that this file was created to capture the off-label use using the wgc method. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. Patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends. - attachment: [hakuta - early pancreatic stent placement in wire-guided biliary cannulation.pdf, 3001845648-2019-00640.xlsx].

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Date aware: 01-nov-19. Country of origin:(B)(6). Device: unknown (5-fr pancreatic stent geenan or zimmon). Brief description: repeated wgc off label use. Event description: early pancreatic stent placement in wire-guided biliary cannulation: a multicenter retrospective study wgc (guidewire insertion to a pancreatic duct under wire-guided cannulation ). A total of 590 patients (183 in the ps-wgc and 407 in the repeated wgc group) were included. In the repeated wgc group, the dgw technique was used in cases of difficult biliary cannulation, and a self-dislodgement 5-fr pancreatic stent (geenen or zimmon, cook (B)(6) or pit-stent, gadelius medical, (B)(6)) was placed at the end of the procedure at the discretion of endoscopists. This file was created to capture the off label use using the repeated wgc method.